Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a defective printed circuit board. The device evaluation also found that there was no output under the serial digital interface (sdi) channel due to a defective printed circuit board, and an occasional b40 error (scope communication error) due to a defective printed circuit board and a main board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus asset video system center displayed no image. The issue was found during an unspecified event. There were no reports of delays. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no output occurred under the serial digital interface channel due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.